Event description:
It was reported that the customer was hospitalized for ketones and high blood glucose caused by low basal settings. The blood glucose reading was 471mg/dl. The mother stated that the insulin pump alarmed no delivery. The mother also stated that the customer began vomiting and took him to the hospital. The mother mentioned that the cannula was bent, and it happened also once previously. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.